Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio: 1.7; lab: 8.0. Pt's therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.